Event description:
It was reported that a malfunction occurred. There was no reported impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. Technical support confirmed the customer could continue using the pump and advised to call back if the issue returns, which the customer understood.